Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, and atrial undersensing information. Analyst commented, atrial oversensing observed in save to disk electrogram (egm) egm during ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. Atrial impedance is within range. Atrial undersensing observed in save to disk electrogram (egm) during atrial tachycardia (at)/ atrial fibrillation (af) episodes.

Event description:
It was reported that in 2013 short interval counts (sic) for atrial and right ventricular (rv) lead were trending upwards and downwards. It was also reported that oversensing was noted in atrial fibrillation (af) episodes, far-field r-wave noted of ventricular pacing after af terminated and over sensing of af in ventricular channel, resulted in ventricular high rate . The sic was noted as trending upward as of (B)(6) 2012. At an unspecified time the rv sensitivity was changed to resolve the issue. The rv and atrial lead remained in use. In 2016 rv and atrial lead high short interval counts (sic), and occasional episodes of the atrial signal appears on the ventricular channel, and the ventricular signal appears on the atrial channel were observed. It was reported that the high sic was a result of the two leads rubbing together. Diagnostic testing, and isometric movements was performed. The rv and atrial lead remain in use, and no patient complications have been reported as a result of this event.

Event description:
Follow up information received indicated the patient will be monitor during follow up visits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.